Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had oversensing of noise and an impedance change. It was thought that this might be due to an insulation breach. The patient was complaining of symptoms consistent with pre-syncope. The lead is still in use pending a lead revision. No further patient complications have been reported as a result of this event.